Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that from the site that on review of log files it was noted that there was a loss of trends 5 days prior and a double disconnect. It was discussed with patient, he remembers changing to ac cable for bed and as he was doing this there was "a beep" like connecting a power source and then he noted that the red lights lite up. The patient denies any audible alarm. He did not report this incident at the time. Elective controller exchange was performed and it was stated that there were no patient consequences. No additional information available.

Manufacturer narrative:
The reported failure of the no power alarm on con191182 was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed a controller power up on (B)(6) 2016 at 21:21:35. The last data point prior to the loss of power, which occurred at 21:12:44, recorded bat211354 on power port 1 with 97% relative state of charge (rsoc) and bat211590 with 46% rsoc. The main power source was power port 2, or bat211590. No anomalies were observed in the logs for bat211557 and bat211557. The next data point at 21:36:32, which occurred 15 minutes after the controller power up, recorded a controller ac adapter connected to power port 1 and bat211481 connected to power port 2 with 97% rsoc. Initial testing of the device indicated that the controller was able to sound for at least 15 minutes, which meets the no power alarm specifications. Additional testing of the controller was performed.  During testing, the controller was exposed to temperatures of 40oc to determine if the no power alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the alarm failed to sound once both power sources were disconnected.  During the analysis of the controller, a mosfet was measured at 114oc, which is still within the manufacturing temperature range between -55oc to 150oc. The heat generated by the mosfet was adding to the environmental (ambient) temperature, causing the no power alarm's circuit thermal fuse to open, resulting in a failure of the no power alarm. Once the controller was allowed to operate at cooler temperatures, the thermal fuse was able to re-cover and close the circuit, and the no power alarm regained functionality. Based on this analysis, it is likely that the controller was operating in ambient conditions above 40 oc. This in conjunction with a mosfet that was operating at 114oc may have caused the alarm circuit's thermal fuse to open, resulting in a recoverable failure of the no power audible alarm. The most likely root cause of the loss of power may be attributed to an accidental disconnection of both power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.